Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on customer service representative (csr) documentation. The patient reported that on (B)(6) 2019, at 10.00 am, she obtained an alleged inaccurately high blood glucose result of ¿155 mg/dl¿ on the subject meter. The patient was comparing the result to a calibrated laboratory device, of ¿64 mg/dl¿. The tests were performed less than ten minutes apart. The patient reported that she manages her diabetes using insulin (self-adjuster) and oral medication, and she made no changes to her normal diabetes management regimen. The patient reported that at 10am on (B)(6) 2019 she had developed symptoms of ¿dizzy and headache¿, in response she attended the hospital, and they suspended her insulin and metformin. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did she receive treatment for an acute low blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ accuracy criteria and the alleged inaccuracy was not resolved during troubleshooting.